Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered cosmetic damage (top cover was rusted, the front panel was discolored, the rear panel was rusted, an updated power switch, a faulty scope socket, the lamp was a non- olympus and was at 500 or more hours, the heatsink was rusted, excessive thermal grease was needed, and the software version was updated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The user facility returned an asset evis exera iii xenon light source to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a b30(scope communication error). There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error (b30). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty endoscope socket. Olympus will continue to monitor field performance for this device.